Event description:
It was reported that they system was not saving patient cine images. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine hard drive was formatted during the service call. The system was tested and found to be working as intended and put back into service.